Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis ten unopened samples of product code jv453, lot ml8cjgr0. During the visual inspection of the unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures it was examined trough the strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture ¿ post op was observed, and the tested sample meet the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-80454. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv453, ml8cjgr0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that a cat underwent ovariectomy on an unknown date and suture was used on muscular wall, subcutaneous and cutaneous suture. On day 11 after the procedure, a retrieval of the cutaneous points was performed and the suture of the muscular wall was broken at the knot.